Event description:
The customer reported to olympus, the duodenovideoscope's albarran brake was defective. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water cylinder had white foreign objects and the air/water tube had white foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to wear of scope cover, water tightness was lost. The grip had a scratch and the switch box had a scratch. The suction cylinder had no color. Due to damage on nozzle, water removal ability did not meet the standard value. Due to wear of knob wire, guide wire did not rise up at all. Due to damage on pipe protecting forceps elevator wire, forceps lever made nose when moved. The distal end had discoloration. The light guide lens had a crack. The connecting tube had a cut. The distal end was shaved. The adhesive around objective lens had discoloration. There is corrosion around the forceps elevator. The universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at scope cover. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.